Manufacturer narrative:
S/w ver 3.18e pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The blood glucose at the time of the incident was 160 mg/dl. The device will be returned for analysis.